Event description:
It was reported that the patient presented in the clinic with the skin of the device pocket appearing red and experiencing discharge. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Device was returned due to infection and erosion. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.